Event description:
As initially reported to customer relations per the district manager: I do not have many details about this case. I received a call from (B)(6) hospital requesting correspondence from cook. A doctor knowingly places an expired rms stent in a patient. The hospital is requesting a letter from cook stating we will not support the product or sterility of the product past the expiration date. Stent remains in patient.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
A supplemental report is being submitted due to completion of the investigation on 05-jun-2025.

Manufacturer narrative:
A supplemental report is being submitted due to completion of the investigation on 05-jun-2025. Device evaluation the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. Manufacturing records prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Instructions for use and/label it should be noted that the instructions for use, ifu0020, which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿ and ¿verify the expiration date on the package label prior to using the product¿. There is evidence to suggest that the customer did not follow the instructions for use (ifu0020) as the device was used past its expiry date. The device was used device in a manner inconsistent with the product labelling and/or instructions, therefore it is unknown how the device will function. Image review an image was not returned for evaluation. Root cause analysis a definitive root cause can be attributed to use error as the resonance stent should not be used beyond the date specified on the product label, therefore the user did not follow the instructions for use. As per district manager ¿the stent had been expired 3-4 months and the doctor still decided to use it¿ cook manufactures its medical products pursuant to applicable regulations including but not limited to quality system regulations and good manufacturing practices. Cook labels products pursuant to the FDA regulations and includes an expiration date that reflects the time the device is fit for its intended use when stored and used per its labelling. Per FDA regulations, the expiration date is defined as the date by which the label of a device states the device must or should be used. Summary complaint is confirmed based on customer and/or rep testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The stent remains in the patient. Use error complaints are considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. Complaints of this nature will continue to be monitored for similar event.